Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the console intermittently was unable to read flows that resulted in no flow to the patient. The revolutions per minute (rpm) were visible at a set rate, but flow showed 0 or a negative number. The flow returned when the rpms were decreased by 100, however the same issue would recur. The site was interested in returning the console for evaluation and repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag system intermittently displaying no flow values was confirmed via the log file. The log file captured the system operating around ~4050 rpm / 5.2 lpm on 20mar2025. Then, the log file captured multiple speed drops on 20mar2025, which resulted in a reduction of flow values and active f3: flow below minimum and m5: set speed not reached alarms. The speed drops resolved within a few seconds of activation when the system resumed operating near intended speeds, which also restored the flow to intended values. The returned centrimag console (serial number (B)(6)) was functionally tested at the service depot and performed as intended. Atypical events were unable to be reproduced, and the console¿s speed and flow values remained consistent throughout all testing. The serviced and tested console was returned to the customer site after passing all tests per procedure. The root cause of the reported event was determined to correlate to unexpected speed drops as observed within the log file data; however, the root cause of the observed speed drops was unable to be conclusively determined through this analysis. Incidental finding: the console¿s internal battery underwent maintenance test and did not pass several times. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including f3 and m5 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Raw log files for the console were provided. The site confirmed that there was no patient involvement and requested new battery(s) be ordered.